Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(6) 2020: it was further reported that the rv lead exhibited loss of capture and high thresholds. It wa s also clarified that previous high impedance was high, undefined impedance. The rv lead was capped and replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that undefined high impedance was noted on the right ventricular (rv) lead indicating a suspected lead fracture. Due to patient age and health condition, no revision was performed. No patient complications have been reported as a result of this event.